Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaint reported from this lot. Based on information reviewed and without a device to analyze, a cause for the reported unintended movement - clip open-locked in this incident could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The ntw clip was positioned in the medial part of the mitral valve and both leaflets were successfully grasped. The first and final establishing final arm angle (efaa) were successful. However, after removing the lock line, the clip opened to 30 degrees. The clip remained on both leaflets. The decision was made to implant an additional clip lateral to stabilize the first clip, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.